Event description:
It was reported that the implanting physician nicked the atrial lead when opening the pocket capsule during cardiac resynchronization therapy defibrillator (crt-d) upgrade. Furthermore, a new lead was requested. The lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the implanting physician nicked the atrial lead when opening the pocket capsule during cardiac resynchronization therapy defibrillator (crt-d) upgrade. Furthermore, a new lead was requested. The lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this right atrial (ra) lead was performed. Analysis revealed lead body damage. Lead was returned severed 55 mm from the terminal end. Moreover, the damage happened at the upgrade procedure, it was not the cause of the upgrade procedure. Laboratory analysis confirmed reported allegation.